Event description:
Customer reports back to back testing on the same meter using the aviva system with results of 220 mg/dl and 106 mg/dl. Customer reported another back to back test of 267 mg/dl and 131 mg/dl. L1 controls were run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.